Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was explanted and replaced. The patient's condition was good post procedure.